Event description:
Reportable based on analysis completed (B)(6), 2011. It was reported that during a percutaneous coronary intervention the device was unable to cross the lesion. The 75% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was pre dilated with a maverick 1.5 x 15mm balloon and the 2.5 x 20mm promus element stent delivery system was advanced but failed to cross the lesion. The procedure was completed using another of the same device. There were no patient complications and the patient's status was reported as stable. However, device analysis revealed the stent was damaged. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts at the distal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).